Event description:
Per accredo complaint form: pt reports having difficulty breathing when she woke up and found cadd ms3 cartridge out of pump (B)(4), due to lost gasket in syringe chamber cap. Last saw pump. Intact and running at 2300 et last night. Found pump apart at 0700 et today. Pump still said running. Set up same pump with different chamber cap. Restarted infusion and. Now has a headache and loose stools. Reports this pump has been running longer than it should and shows more in cartridge after priming than is in the cartridge. List any medication(s) patient was using at or around the time of the adverse event and dates of therapy. (Exclude medications used to treat event.) Include otc and herbals: remodulin, opsumit,tadalafil. Patient identifier (B)(4). No further details provided. Remodulin strength: 5mg/ml. Dose: 70 ng/kg/min. Subcut. Frequency: continuous. Date of use: start date (B)(6) 2021. Lot number 938568, expiration 11/30/2022. Indication/diagnosis: primary pulmonary arterial hypertension.